Event description:
It was reported that the device was not giving diagnostics due to the implant detect not completing. The device was reprogrammed and the data collection was switched on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.